Event description:
The customer reported that the audio on their device was not functioning when the lid on the device was opened. With no audio, the end user would not have the ability to use the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing. Physio will be returning the device to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.